Event description:
It was reported that the asymptomatic patient presented to the clinic after receiving a notifier alert for several episodes of non-sustained lead noise due to intermittent oversensing of a wide qrs complex. The device was reprogrammed. The patient will be monitored closely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.